Event description:
According to the information received, the catheter was placed by an ER nurse according to procedures. Urinary leakage was repeatedly observed at which point an ICU nurse tested the balloon which appeared empty. The catheter was infused with an additional 10ml of sterile water and leakage continued to occur. Upon removal, it was noted that the balloon had burst and a piece was unable to be located. Patient exhibited no clinical signs related to event. A cystoscopy was completed with review by urology. An ansm will be submitted by this (B)(6) hospital.

Manufacturer narrative:
One used device was returned. It was observed that the balloon was burst with a piece absent. Based upon the visual evaluation of the returned products, this complaint can be confirmed as reported. Issue of balloon burst is known and ppm is considered acceptable as per established threshold.